Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra aortic balloon pump(iabp) had not passed the low pressure helium tank calibration during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse indicated that the unit failed the low pressure helium tank calibration, and the helium regulator could not be adjusted within the required range of 250 300 mmhg. To address the issue, the fse replaced the fill manifold assembly / helium reservoir which resolved the problem. Following the repair, the unit passed all functional and safety tests in accordance with factory specifications and was cleared for use. The helium reservoir assembly was returned for evaluation due to an inability to adjust helium regulator pressure. Visual inspection found no external damage. Functional testing in a cardiosave test fixture confirmed the reported issue, as the regulator could not be calibrated to meet factory specifications. The failure was successfully replicated, and the component failed testing. The probable cause was determined to be a defective internal helium pressure transducer. The failed component was retained in the fat department per established procedures.

Event description:
N/a.